Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k926214. Device manufacturer date - unknown due to unknown lot number. The actual sample was received for evaluation. Visual inspection revealed that it had been fractured at approximately 70 mm from the distal end and separated in two pieces ("fragment" and "main body"). The total length of the fragment and the main body was equivalent to that of the retention sample. From this, it was judged that there was no deficient part in the actual sample. Fragment: 70 mm in length; main body: 1430 mm in length; total length of the actual sample: 1500 mm (retention sample: 1500 mm). Magnifying inspection of the fragment revealed: the fracture end of the urethane coat seemed to have been ripped; the fracture end of the urethane coat had been stretched. Electron microscopic inspection of the fragment found multiple creases on the urethane surface of the fracture end. Magnifying inspection of the main body revealed the core wire was exposed from the fracture end of the urethane coat; the fracture end of the urethane coat had been stretched. Electron microscopic inspection of the fragment found multiple creases on the urethane surface of the fracture end. Electron microscopic inspection of both fracture ends found radial pattern on the surface. The outer diameter of the actual sample was measured and confirmed to meet the manufacturer control criteria. Mechanism of the guidewire fracture: based on the previous reproductive test results, the guide wire may get fractured when it has been subjected to one of the loads described below, and the fracture surface of the core wire presents some regularity depending on the load the guide wire has been subjected to. In actual clinical practice, fracture is thought to occur due to complexly combined factors such as tensile load as well as bending load and torque load. One-way torque load to a test sample kept in a curved shape. The fracture end is straight and radial pattern is observed on the fracture surface. The state of the actual sample is similar to this state. Repetitive bending load at a 90-degree angle. The fracture end is straight and dimple pattern is observed on the fracture surface. The state of the actual sample was different from this state. Pulling load to the test sample kept in a loop shape. The fracture end becomes curved and the fracture surface is rough. The state of the actual sample was different from this state. Pulling load in one direction. The fracture end becomes tapered. The state of the actual sample was different from this state the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the shipping inspection records. IFU states: do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was exposed to an excessive torque load while its distal section was kept in a curve shape, which resulted in the fracture of the core wire due to metal fatigue. Subsequently, the urethane coat might have been ripped when the actual sample was further manipulated or pulled in the withdrawal direction. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the radifocus guidewire m was used during the procedure. It was a shunt pta case. Cobra guiding catheter was used. While a guidewire was advancing toward an occluded area, the guiding catheter became kinked at 50 mm from the distal end. At that time, the guidewire inside might have been kinked also; however, they continued using it because the torque was found transmitted to the tip. When the guidewire was found to have been fractured at the kinked section of the catheter, the user applied negative pressure to the guiding catheter and removed the whole system. The system was completely changed, the procedure continued, and the case was completed successfully. The patient was not harmed.